Event description:
Per the audiologist, the pt appears to be deriving little benefit from the cochlear implant system. Reportedly, it is known that the electrode array has migrated from the initial placement and the ball electrode has been flagged as being problematic. The results of an integrity tests done in 2007, were consistent with normal receiver/stimulator function. Sound processor programming and counseling were provided. The pt's performance reportedly did not improve significantly. A repeat integrity test was done the following year. At the time of the test, the pt's external microphone was found to be malfunctioning. The results of the integrity test, done with working external equipment, were unclear. The pt , however, was clearly responding to sound. Monitoring of the pt's progress was recommended. The surgeon considered the treatment alternatives two months later, reported that the pt's device would be explanted and the pt would be reimplanted with a new device in 2008

Manufacturer narrative:
This report filed on august 22, 2008.